Event description:
A nurse reported that the valved trocar issue, the trocar did not slide out of the valved port when inserted into the eye. Both the valved port and trocar came out of the eye during surgery. The procedure was completed by using the single valve pack. There was no patient harm reported.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. Two open trocar handle blade assemblies in a bag were received for the report. The samples were visually inspected and found to be nonconforming, the knives had damaged ears and the sides of the blade were damaged. Visual, dimensional, and functional testing of the cannula/hub assemblies could not be performed due to the hub/cannula assemblies were not returned. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample blades were found to be visually non-conforming, however the returned cannula/hub assemblies were not returned; therefore a product fit issue as described by the customer could not be confirmed. How and when the blades of the trocar knives became damaged could not be confirmed and a root cause cannot be determined from the evaluation performed. The exact root cause for product fit issue and the damaged trocar samples is unknown, therefore specific action with regards to this complaint cannot be taken. All trocar blades are 100% inspected. Any nonconformance, such as the damaged ears and sides of the blades exhibited on the returned opened sample is removed from the lot and scrapped. An acceptance quality limit (aql) sampling at incoming is performed on the trocar cannula for inner diameter to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).